Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the midpoint of the blade. One of the blade edges was indented causing the blades to be unable to open and close properly. The blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint regarding incomplete closure of the jaws was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument exhibited incomplete closure. The procedure was completed with no reported injury.